Manufacturer narrative:
(B)(4).batch # :unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was found that the outer seal was missing before the device was inserted into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2020 d4: batch # u9461h investigation summary the analysis results confirmed that the 2h12lp device was returned with the universal seal assembly missing. No packaging was returned. In addition, the sleeve and obturator were returned with not apparent damaged. The event could not be confirmed as the device was returned unsterile. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.